Event description:
The customer reported a bed exit call for one room did not show on the nnc system. Additional testing in the room found devices connected to the audio station bed connector would not place a call, nor would the code lever on the room audio station. The audio station would place normal and staff emergency calls successfully. There was no impact to the pt reported.

Manufacturer narrative:
Investigation determined a timing error may be created if a room audio station resets independents of its room control board. A proper reset sequence will clear the error condition. The software will be updated to handle reset events of this nature should they occur.